Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in use on a patient, the ventilator monitor went blank but did not stop cycling. The patient was removed from the ventilator and placed on an alternate ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.